Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia-type symptoms"), migraine ("migraine headache"), dyspareunia ("dyspareunia"), pain ("general pain"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), thyroid disorder ("thyroid"), urticaria ("urticaria") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, alopecia, vaginal discharge and cystitis had resolved and the menorrhagia, fibromyalgia, migraine, pain, fatigue, weight increased, bladder disorder, urinary tract disorder, visual impairment, eye disorder, thyroid disorder and urticaria outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pain, thyroid disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with abnormal bleeding. New events - menorrhagia, dysmenorrhea, fibromyalgia-type symptoms, migraine headache pain, urticaria, dyspareunia, general pain, abnormal bleeding, menorrhagia, fatigue and weight gain, bladder/urinary problems, urinary tract infection, hair loss, vaginal discharge, vision/eye problems, thyroid, hair loss, vaginal discharge were added. Reporter's information, patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.